Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci s total benign hysterectomy procedure, the fenestrated bipolar forceps instrument was noted to have a broken wire at the bottom of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the bipolar pins were bent and pushed in at the back end of the housing, which has no contact with the patient. The top bipolar pin was pushed into the back end and the bottom pin was bent. The chassis feature that acts as a hard stop for the pins was broken. The instrument passed electrical continuity testing. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.